Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for gastroenterostomy procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunal small bowel loops to treat a malignant gastric outlet obstruction during an endoscopic ultrasound (eus) - guided gastroenterostomy procedure performed on (B)(6) 2025. During the procedure, the axios stent distal flange was attempted to be deployed. However, there was a little or no visibility of the stent, right up to the stent hub. A combination of eus and fluoroscopy was performed to determine the status of the distal flange but was unsuccessful. The physician maneuvered the catheter back and forth in the jejunal loop, but the stent still did not deploy. A guidewire was inserted in an attempt to secure access into the jejunal loop through the existing insertion point; however, the guidewire was unable to be advanced. The device was removed, and the procedure was aborted. The patient was later transferred to the ward for observation and the physician is planning to reschedule the procedure in two weeks. The patient experienced fluid leakage through the jejunal puncture. Note: it was reported that the axios stent was intended to be placed in the stomach to the jejunal small bowel loops to treat a malignant goo during an eus guided gastroenterostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.